Manufacturer narrative:
Field service was requested by the customer to resolve the issue and during the subsequent site visit the fsr observed an issue with the stat arc, probe (list number 08c94-47). The stat arc, probe was calibrated which resolved the issue. Return testing was not completed as returns were not available. A review of service history for the architect i2000sr, serial number (B)(4), verified no subsequent issues were reported by the customer after the probe was calibrated. There were no contributing factors in the month prior to the current complaint and no similar issues for discrepant results as described in this ticket. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the arc, probe (list number 08c94-47). A review of the architect instruments revealed no trends associated with the discrepant result issue described in this complaint. A 12-month review of complaints for the stat arc, probe (list number 08c94-47) identified no trends. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4) or the stat arc, probe (list number 08c94-47).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This issue was previously reported under MDR number 3005094123-2019-00144 under a different suspect device.

Event description:
The customer reported false negative architect b-hcg results on one patient. The results provided were: on (B)(6) 2019, sid (B)(6) = 1.2miu/ml (</=5.00miu/ml=negative)/ on (B)(6) 2019 after the patient states she is pregnant, the sample was retested = 14392miu/ml (>/=25.00miu/ml = positive). There was no reported impact to patient management.